Event description:
The pt who was admitted secondary to the fact that their ICD discharged 25 to 30 times. Of note, the pt did have their ICD battery replaced approx. 2 days prior to admission. Due to the consistent shocks a magnet was placed over the ICD to deactivate it. A pacemaker interrogation was performed. It was determined to be a probable ICD generator malfunction. The pt under went a successful generator replacement.